Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed due to infection/ endocarditis. A new system was implanted more than 14 months later. No further patient complications have been reported as a result of this event.